Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. The customer¿s blood glucose was unknown. Troubleshooting steps were provided for critical pump error and insulin pump alarm again. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a critical pump error alarm due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error alarm. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly.